Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the severely tortuous unspecified vessel. A no cross of an unspecified device occurred. Next a 2.5x15mm apex balloon was advanced to dilate the proximal portion of the target lesion, but the balloon ruptured. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).